Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.

Event description:
It was reported that a 15-year-old patient presented to the emergency department with aortic dissection and aortic rupture and required resuscitation. During resuscitation, the patient was connected to an infinity acute care system m540 monitor. There were difficulties obtaining consistent oxygen saturation measurements, despite replacement of pulse oximetry probes. Due to the inconsistent and unreliable oxygen saturation, clinicians experienced limitations in confirming physiologic parameters using the monitoring system during resuscitation. No adverse patient impact was reported in association with this event.